Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The initial report was submitted in error. And the narrative is updated with this report. Customer reported that she was asleep and had a low blood glucose on (B)(6) 2024. Customer also mentioned having had a cough as an unusual event. Pump is not returning for analysis. Also treatment code t002 is added for harm code 1905 .

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 489 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion), emergency room, IV insulin drip (intravenous insulin infusion), and hospitalization: overnight stay. The customer reported the treatment for high blood glucose: the customer was taken off the pump at the emergency room and placed on a drip. Once admitted the patient was treated with multiple daily injections blood glucose started to go high after eating his lunch. Document treatment for high blood glucose was bolus. The event involved product(s) mmt-7040ma, mmt-399a, mmt-332a, mmt-1884l, mmt-6102. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer requested assistance with pump programming. Assisted customers with requested programming. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high bg event and the customer was requesting assistance with entering auto basal with 780g. The customer requested assistance with pump programming. Assisted customers with requested programming. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high bg event and the customer was requesting assistance with entering auto basal with 780g. Troubleshooting was performed and later it was declined. The reported issue was resolved, and no escalation was required. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-6102.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.